Event description:
The customer reported shattered light guide during an unspecified procedure involving an olympus xenon light source. The customer did not suspect a probable cause of the shattered light guide. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.